Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the unspecified bd¿ containment tube has been found experiencing five occurrences of the topper coming off of the tube after use. The following has been provided by the initial reporter: material no: unknown. Batch no: unknown. Event description per attached email states, there has been several incidents involving the top of the lab tube popping off while in transit in the pneumatic tube station. The incident occurred with the mint and blue top tubes. Description of event: a total of 5 tubes of blood for testing, when transported to the lab via pneumatic tubes the ca's in the ca room were called by the lab and informed that the mint green top tube broke and contaminated all the rest of the tubes. Lab is not allowed to clean off blood from contaminated specimens, so all labs needed to be cancelled, re ordered, and re-drawn. All patient labs had to be redrawn.